Event description:
The account alleged that the bed exit system arms, but does not alarm when the pt gets out of the bed. No injuries. The account indicated that it was only happening on beds with tempurpedic mattresses.

Manufacturer narrative:
Technical support asked the account to check the switches with the mattress on the bed to see if the switches remained open. The account found the switches were not working and replaced the bed exit tape switches to repair the bed.